Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 21, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device use. Subsequently, the device was explanted on (B)(6) 2022 and the patient was reimplanted with a new device during the same surgery.